Event description:
It was reported that the customer experienced a cartridge leak of insulin on three occasions in one day. There was no adverse impact to the customer's blood glucose level. The customer successfully changed the cartridge and continued insulin therapy.